Event description:
It was further reported that there was no pericardial effusion prior the procedure. It was noted that the cause of the pericardial effusion was during transseptal access where cardiac perforation occurred.

Manufacturer narrative:
Product event summary: the 10fcc13 with lot number 0012492481 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft and handle; no anomalies or issues were identified. The steering mechanism and deflection tests were performed; no anomalies were discovered. Leak testing was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.25165 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.03333 psig and in an acceptable range. In conclusion, the reported clinical issues of effusion and hypotension occurred during the procedure and the decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician. There is no indication of a relation of the adverse event to the performance or malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, a small pericardial effusion was noted before the case began. As the procedure progressed, the pericardial effusion worsened, and the patient's blood pressure gradually fell. Vasopressors were administered. A pericardiocentesis was performed to address the effusion, and 200 ml of fluid was initially removed, followed by an additional 200 ml after a closed drain was placed. Despite these interventions, the case was aborted, the patient was under general anesthesia. The patient was reported to be alive with injury, stable, and transported to the post-anesthesia care unit (pacu). No further patient complications have been reported as a result of this event.